Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a foreign body was noticed under the intraocular lens in the container. Lens was never removed from the holder. This was observed during handling prior to insertion. There was no patient involvement. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/21/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product was visually inspected with the unaided eye showing the lens had multiple particles of both white and brown color. Further inspection of the lens under magnification showed debris in a ring shape consistent with the size of the hole on the back side of the daisy wheel. The complaint event is confirmed. However, how or when the particles were introduced could not be determined as the product was received removed from its sterile pouches. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. The search revealed no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.